Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the demo system (used non-clinically) was not holding an x-ray battery charge. It was noted that it had been over 2 years since the x-ray batteries had been replaced. The system was giving error code 25 when trying to shoot x-rays. Suspected cause was x-ray batteries. A part replacement for new batteries was ordered. No patient was present during the time of the reported incident. The medtronic representative replaced all of the batteries but the system was giving the same error message. The batteries were charged and all voltages showed 27. The issue was found to be that the power factor controller (pfc) had resistors broken off the board. The pfc was replaced which resolved the issue. The replaced part was never sent to the manufacturer for further analysis. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the demo system (used non-clinically) was not holding an x-ray battery charge. It was noted that it had been over 2 years since the x-ray batteries had been replaced. The system was giving error code 25 when trying to shoot x-rays. Suspected cause was x-ray batteries. A part replacement for batteries was ordered. No patient was present during the time of the reported incident.